Event description:
Patient developed a burn scar to esophageal area following tee examination. Patient had pre-existing scars in the gastro-esophageal and was under steroid treatment which heightened the patient's sensitivity.

Manufacturer narrative:
Customer requested verification their system has an effective transducer temperature warning signal. An analysis of the system and transducer by philips personnel, confirmed their proper function and no problems were identified. The customer was also advised that if the warning signal is ignored, the system would automatically become disabled and no further imaging can be performed. The customer was satisfied with the findings and felt confident that their device was functioning properly. They continue to use the system and transducer.